Manufacturer narrative:
The pump powered in with a blank display screen. The display cable needed to be reseated and then the display powered on normally. An infusion test ran at 2.9ml/h for a total of 24 ml. Percent of error was -0.875%. A review of the history indicated errors 143 (hardware watchdog reset the pump electronics), 115 (crc error in run time parameters) and 139 (spi packet non-processing error) had occurred.

Event description:
Underelivery reported. The pump had been infusing dobutamine in an unspecified concentration at unspecified settings. The pt's mother reports that the pump gave an unspecified alarm and the display went blank except for two black lines. The batteries were changed, the device was powered off for twenty minutes and then back on. At that time an error code was observed. The child missed approximately 2 hours of dobutamine therapy. No adverse effects were reported.